Manufacturer narrative:
Date sent to the FDA: (B)(6) 2021. Additional information: a1, a2, b7, d3.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent recurrent ventral incisional hernia repair surgery on (B)(6) 2019 during which the surgeon noted a recurrent hernia with dense adhesions and protruding mesh requiring surgical intervention. It was reported that the patient experienced severe pain, dense adhesions, and protruding mesh. No additional information is provided.